Manufacturer narrative:
Return of the fenestrated tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. A mfg CAPA is already in place to address cuff leaks. If the tube is returned and failure investigation results provide significant info, a follow-up report will be submitted. The MFR's directions for use states under: caution. To ease insertion and to guard against cuff perforation from sharp edges of cartilage, the cuff should be tapered back. This can be accomplished by first inflating the cuff. Then gently move the cuff away from the distal tip of the outer cannula towards the swivel neck plate as the residual air is removed by deflation. Do not use any sharp instruments such as forceps or hemostats that would damage the cuff when tapering it. The MFR's directions for use states under: instructions: with shiley cuffed models (lpc, fen) the cuff and inflation system should be tested for leakage before inserting the tube. This test can be performed as follows: inflate the cuff with the volume of air. Then either observe for deflation over several minutes or immerse the tube in sterile saline and observe for air leakage. Deflate the cuff prior to insertion.

Event description:
It was reported that during use the cuff on the shiley fenestrated low pressure cuffed tracheostomy tube leaked. The tube was removed and the pt was re-intubated. The cuff was pre-tested.